Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the customer's pump would revert back to the factory setting. This occurred 3 times. The customer corrected the time on the pump. The customer's blood glucose level was not impacted.